Event description:
It was reported that during the implant procedure the lead could not be drawn back. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B) (4) no anomalies found. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.